Event description:
During a stress test, the patient reported feeling discomfort due to inaccurate rate response. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.